Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2009 or 2010 and unknown mesh was implanted. It was also reported that she experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4) - surgical intervention. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and tvt-o was implanted. It was reported that the patient underwent a revision surgery on (B)(6) 2013. No additional information was provided.